Manufacturer narrative:
(B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The pcb00 unit was returned to manufacturing site for evaluation and the plunger component was observed in the fully advanced position until the ready position line. Visual inspection under microscope at 10x magnification shows scarce amount of ovd (ophthalmic viscoelastic) residues inside the device. The cartridge tip was observed split and broken. Manufacturing defects were not identified in the return sample. There are no manufacturing issues and or indication of a product quality deficiency based on the analysis of the return. The cause of the cartridge crack could not be determined. The complaint iol torn could not be verified since the lens is still implanted in the patient's eye. A review of the directions for use (dfu) was completed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), a model pcb00, was implanted. The cartridge split during implantation of the lens and a chunk of the lens, around 2 o'clock position was missing. Somewhat moon shape. The doctor left the implant in and as reported since it was at the edge below the leading haptic optic junction. It was stated that the doctor will see how patient is doing tomorrow. They have the cartridge/delivery system but no lens since the lens was implanted. No further information was provided.

Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Device available for evaluation: yes, it was stated the delivery system was being returned. The lens remains implanted in the patient's eye and thus is not available. All pertinent information available to abbott medical optics has been submitted.